Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 4000 c (311) analyzer. The questionable results were reported outside of the laboratory and were questioned by the doctors. An example was provided of an initial sodium result of 132 mmol/l and a repeat result from another analyzer of 138 mmol/l. The repeat result was believed correct. The electrode lot number was z89. The expiration date was requested but was not provided.

Manufacturer narrative:
The customer replaced the internal standard, diluent, and kcl and repeated the samples. The repeat results matched the corrected values. No specific data was provided. The field service engineer found the reference solution tubing was not fully inserted in the container and he fully inserted the tubing into the container. The customer calibrated and ran controls. The investigation determined the service actions resolved the issue.